Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The device data returned for analysis were inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2017 as a result of the detection of invalid memory content. By design, the ICD performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the ICD is capable to deliver therapies. Upon interrogation a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed that the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration.

Manufacturer narrative:
Update 12-sept-2022 we were informed that the device was explanted and patient was upgraded to MRI compatible system. No adverse patient events or complaint against the device was reported. We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The device data returned for analysis were inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2017 as a result of the detection of invalid memory content. By design, the ICD performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the ICD is capable to deliver therapies. Upon interrogation a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed that the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration.

Manufacturer narrative:
(B)(4).

Event description:
The patient had follow up on (B)(6) 2017. On (B)(6) /2017 the device triggered a backup mode alert via home monitoring. The patient was brought in on (B)(6) 2017 and the device was restored to original programming. The patient reported that he was at physical therapy around the time that the backup mode triggered. This device remains implanted.